Event description:
Breast implant illness; mentor textured saline implants, work related injury exacerbated bii. Pain, fatigue, memory loss, brain fog, neurological issues, vitamin d deficiency, collagen deficiency, add, uctd, anxiety, depression, unexplained sudden weight gain, chronic cough, tinnitus, musculoskeletal disease, alopecia, vision changes, brittle teeth, nausea, ibs, skin rashes, pulmonary effusion, diastolic dysfunction, heart palpitations, heart murmur, raynaud's syndrome, shortness of breath, chronic fatigue, bruising, body temperature intolerance, menstrual changes, dry skin eyes mouth hair, swollen lymph nodes in chest armpits elbows groin, paralysis in hands fingers, night sweats, insomnia, muscle twitching and pain, joint pain, cervical arthritis and pain, lumbar arthritis and pain, unusual body odor, fibrous chest muscles (biopsy), chest pain and burning, kidney pain, rib nodules, throat nodules, hand and finger nodules, hoarseness, extreme fatigue, vertigo, migraines, open sores, brittle nails, facial sagging, brca2+, cftr+. FDA safety report ID# (B)(4).